Event description:
It was reported that the infusion set tape was not sticking and fell off during use on (B)(6) 2026 as the patient came out from shower and having heavy perspiration.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 8021545.